Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned no sufficient test strips samples(1) for evaluation.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 141, 197 and 143 mg/dl. The customer's expected fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 94 and 99 mg/dl, results within the expected range. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2018. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all results listed above. The customer a1c is 5% which is equivalent to 97mg/dl.